Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. It was reported that at the patient's first follow-up, the patient was told that the closure device was leaking. No further information was provided.